Manufacturer narrative:
Lot kcrv (1): the investigation is still in process; we will communicate our findings in a follow-up report. Lot fenf (1): manufacture date 22 december 2016. The returned device was visually inspected and the fractured tip was confirmed. The device was also noted to be jammed due to threading deformation which indicates that the device was not properly seated in the implant during surgery. This may lead the user to exert excessive force which will then cause a tensile stress on the threading causing them to seize, and, ultimately, fracture of the improperly seated tip. Functional testing confirmed the device was jammed. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history was reviewed and one similar complaint for this lot number was identified. Based on the deformation of the threading, the most likely root cause of the event is improper mating and use of excessive force.

Event description:
This record is a consolidation of q1 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative mesa 2 reduction jack tip fracture. In both cases, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
This record is a consolidation of q1 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative mesa 2 reduction jack tip fracture. In both cases, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot kcrv (1): manufacture date 08 november 2019. The returned device was visually inspected and the fractured tip was confirmed and the device was also noted to be jammed due to threading deformation. Threading deformation indicates that the device was not properly seated in the implant during surgery. This may lead the user to exert excessive force which will then cause a tensile stress on the threading causing them to seize, and, ultimately, fracture of the improperly seated tip. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history was reviewed and one similar complaint for this lot number was identified. Based on the deformation of the threading, the most likely root cause of the tip fracture is improper mating and use of excessive force. Lot fenf (1): investigation conclusion provided in initial report.